Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The proximal end of the ra lead was cut and the outer insulation was peeled back. There was a tendency for the sheath to kink up and bend in the proximal portion. There were no additional adverse patient effects reported. The ra lead was explanted.